Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found nozzle #5 cuvette washer obstructed and clogged. The nozzle, #1, #4 & #5 (rohs), part number 7-93256-02, was cleaned, which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased sodium result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 135-150 mmol/l): sample ID (B)(6) initial result was 109.4, repeat was 136.9 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.